Event description:
It was reported that it was difficult to deflate the balloon of the catheter. The balloon of the catheter was allegedly burst with a 35cm cystoscopic injection needle (23g), and the indwelling catheter balloon was removed with a stent grasper. The patient allegedly experienced slight contact bleeding at the bladder neck during removal of the balloon and stent grasper.the patient had an indwelling catheter inserted on 11 march 2019 in theatre. The patient was in for tov on 14 april 2019. The balloon of the catheter could not be deflated. The urologist attended and cut the tubing, however there was no deflation. The urologist attempted to pierce the balloon with a wire, but there was no deflation. The urologist used a flexiscope, tried to stent grasper and biopsy forceps and intrathecal botox syringe to pierce the balloon, but there was no deflation. The patient had an imc to empty bladder and was taken to theatre on 14 april 2019, and received a general anaesthetic. The balloon was burst with a 35cm cystoscopic injection needle (23g) and the idc balloon was removed with a stent grasper. There was slight contact bleeding at the bladder neck during removal of the balloon and stent grasper.

Manufacturer narrative:
The device was not returned for evaluation. The potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/ collapse lumen/ sac close eye/ valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate the catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notify slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. The balloon of the catheter was allegedly burst with a 35cm cystoscopic injection needle (23g), and the indwelling catheter balloon was removed with a stent grasper. The patient allegedly experienced slight contact bleeding at the bladder neck during removal of the balloon and stent grasper. The patient had an indwelling catheter inserted on (B)(6)2019 in theatre. The patient was in for tov on (B)(6) 2019. The balloon of the catheter could not be deflated. The urologist attended and cut the tubing, however there was no deflation. The urologist attempted to pierce the balloon with a wire, but there was no deflation. The urologist used a flexiscope, tried to stent grasper and biopsy forceps and intrathecal botox syringe to pierce the balloon, but there was no deflation. The patient had an imc to empty bladder and was taken to theatre on (B)(6) 2019, and received a general anaesthetic. The balloon was burst with a 35cm cystoscopic injection needle (23g) and the idc balloon was removed with a stent grasper. There was slight contact bleeding at the bladder neck during removal of the balloon and stent grasper.